Event description:
The customer reported that the clinical information center shut down and there was loss of monitoring for eight pts for 10 minutes. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.